Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: catheter. Product ID: 8780, serial (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8784, serial/lot (B)(4), ubd: 07-nov-2018, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-may-16, information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving an unknown drug (unknown dose and concentration) via an implantable pump for non-malignant pain. On an unknown date, the patient experienced a broken catheter. Two catheters (8784/n678664005 and 8780/n572603002) were listed as the catheters broken. A catheter revision occurred on (B)(6) 2018. Conflicting information indicates that both catheters, remained implanted and in service. Confirmation is being performed to clarify this discrepancy. No patient symptoms were included in the report. The event was resolved at the time of the report. On 2018-june-05, additional information was received from the manufacturer representative (rep). The rep stated, "yes the 8784 was broken. The catheter was thrown away by the facility". On 2018-june-12, additional clarifying information was received from the manufacturer representative (rep). The rep stated, "the 8784 was broken at the pump connection site. These were removed and new 8780 was implanted. The catheter was disregarded by the facility."